Manufacturer narrative:
(B)(4). Describe event or problem - additional, device available for evaluation - additional, additional information/device evaluation device evaluated by manufacturer - additional, event problem and evaluation codes - additional.

Event description:
The receiver was returned for evaluation. An external visual inspection was performed, and the inspection passed. The receiver was charged and booted successfully. A review of the downloaded data log did not find any errors related to the customer complaint. Functional testing was performed, and the audio test failed. The receiver case was opened for further evaluation and an internal visual inspection was performed and passed. The speaker resistance was measured, and the measurements failed. A global receiver communication audio test was performed, and the test failed. A ¿try it¿ test was performed and failed. The reported no audio output was confirmed. The probable cause was determined to be a defective speaker.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced no audio output and an adverse event. Date of issue is an approximation. The patient's nurse at the emergency room (ER) reported that the dexcom receiver did not sound when the patient experienced a low event. Further contact was made with the patient and the patient stated that he was at work his blood glucose reading was 32mg/dl at the time of event and indicated that by the time he noticed his low glucose levels, he had caught it too late but did not mention symptoms. The patient stated someone gave him two cups of soda and food and called the ambulance. The patient was transported to the hospital and had tests done. The patient did not specify what treatment was made but was kept in the hospital for 2 hours and then was sent home. At the time of contact, the patient was in good health. No additional patient or event information is available. No data or product was provided for evaluation. The complaint confirmation was unable to be determined. A probable cause could not be determined.